Event description:
Consumer reported complaint for low and high blood glucose test results. The customer called concerned with test results from results obtained of 93 mg/dl am fasting (postprandial) unknown date, 78 mg/dl am fasting (postprandial) doesn't recall the date and (B)(6) 2025 2 hours after meal 250 mg/dl. The customer stated her expected blood glucose test result ranges are 108-140 mg/dl am fasting and 140-150 mg/l 2 hours after a meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/22/2027 and per the customer the open vial date is 2 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 05-jan-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.